Event description:
It was reported that the patient was admitted to the hospital and a dye study planned. The patient was reported to have experienced increased tone, extension thrusting and symptoms of clonus returning although other medical issues were also being explored. An indium dye study was done and the results noted as abnormal per the health care provider. An x-ray was also performed nothing noted per the patient's family. The patient was also evaluated and treated accordingly for other medical issues that could be causing the symptoms. Per the health care provider the catheter was the cause but the issue was unknown. Surgery was planned for the end of april. Per the hcp the patient outcome was reported as non-serious injury/illness; awaiting surgery. The pump was used to deliver lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc, lot # n276916011, implanted on: (B)(6) 2011, explanted on: unknown; (B)(4).